Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient expereicned ineffective therapy and patients lead has high impedances. Patients lead is fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction d4 - additional device information- device information corrected. Correction h4 - device manufacture date.

Event description:
Additional information indicates that x- ray imaging revealed lead was fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates patient experienced ineffective therapy following a strenuous activity.